Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After 5 months of the procedure, there was fatigue in the head screw region of gamma 3 nail (during physiotherapy rehabilitation). A new surgery was required, with implantation of the proximal femoral plate "dhs" and valve osteotomy.

Manufacturer narrative:
The reported event that long nail kit r2.0, stst, left gamma3® ø11x360mm x 125° was alleged of issue k-170 (implant breakage - nail) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, considering some general aspects of the system: nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behavior and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Additional trauma / fall - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
After 5 months of the procedure, there was fatigue in the head screw region of gamma 3 nail (during physiotherapy rehabilitation). A new surgery was required, with implantation of the proximal femoral plate "dhs" and valve osteotomy.